Event description:
Information was received from a japanese article in the japanese journal of neurosurgery 18(6):458-463, 2009. The patient experienced an ischemic stroke the same day as the index procedure. The target lesion was located in the left internal carotid artery (ica). The lesion was described as 83% stenosed. Lesion calcification and vessel tortuosity were unknown. The reference vessel was 3.86mm in diameter. An unknown 8fr sheath was used via the femoral approach. The target lesion was easily crossed with the guide wire of the angioguard xp. The 5mm angioguard xp was deployed beyond the target lesion. Pre-dilation was performed with an unknown balloon catheter at 6atms. A 9x40mm precise stent was successfully implanted from the internal ica to the common carotid artery. Post-dilation was conducted with an unknown balloon catheter at 10atms. After post-dilation, the patient experienced depressed mental status, general aphasia, and right-sided hemiparesis. No occlusion was noted at the stented site and normal flow was observed. The angioguard xp was successfully retrieved with no debris noted in the basket. After retrieval of the angioguard xp, an angiogram revealed no acute infarct. A computed tomography (CT) scan was negative for abnormal findings. Nih stroke scale score after the index procedure was 14. Edaravone and argatroban were administered for treatment of the neurological symptoms. The patient's blood pressure was controlled with nicardipine. The day following the index procedure, the patient's neurological status remained unchanged. A magnetic resonance imaging (MRI) revealed many small infarcts in the left frontal and parietal lobes. The patient was diagnosed with an ischemic stroke. The symptoms improved and the patient was discharged 16 days after the index procedure without any neurological deficits.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter continues to display the apply sample message when performing a blood glucose test. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.